Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was implanted at the end of (B)(6) 2017 due to hydrocephalus at a setting of 1.5. In (B)(6) 2018, the patient began to have occasional head sag. The patient was treated in the hospital in (B)(6) for this as well as drowsiness and facial stiffness in the limbs. It was stated the doctor indicated the ventricular enlargement necessitated pressure regulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that at present, the patient was still living and under treatment in the hospital, and they had just undergone a pressure adjustment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient was out of the hospital and had not come back to adjust the pressure. It was stated the director did not think further pressure adjustment was needed, despite the family believing the shunt effect was not ideal.